Event description:
It was reported that the patient had history of hypertension, benign prostatic hyperplasia with urinary obstruction, nocturia, enlarged prostate with lower urinary tract symptoms (luts), backache, personal history of leukemia, hyperlipidemia. The patient underwent rezum procedure on (B)(6) 2021. The discussion summary on (B)(6) 2021 indicated that the patient was recovering well after rezum procedure, the patient could start physical activity and could discontinue flomax. The patient is indicated to have acute lower urinary tract infection and suspected urethral necrosis later. A cystoscopy was recommended. The medication had been changed to sulfamethoxazole-trimethoprim 800-160 mg oral tablet. On (B)(6) 2021, cystoscopy showed inflammation at bladder base, no prostatic urethral necrosis and dysuria. The patient was recommended to start bactrim. On (B)(6) 2021, the patient underwent a greenlight laser procedure.

Manufacturer narrative:
Investigation summary: based on the information available boston scientific (bsc) concluded, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with a water vapor therapy procedure and is noted as such in the device instructions for use. DHR review: the device history record (DHR) cannot be performed as the lot number of the device was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms urinary tract infection, inflammation and dysuria were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of the device was assigned to this investigation.